Event description:
It was reported that the patient initially started a new freestyle libre 3 plus sensor using the freestyle app instead of the ilet mobile app, after which the ilet app displayed that the sensor was already in use by another device; the patient then applied a new sensor and successfully paired it to the ilet, which displayed a warmup on the pump. Symptoms included no adverse clinical effects. Outcomes included successful sensor start on the ilet with no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the sensor pairing issue resulted from starting the sensor on a non-ilet device, which locked the sensor to that device, and that replacing and pairing a new sensor with the ilet resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to use of an incompatible app for sensor start.